Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during insertion of the swg throught the peel-away sheath, the blue pastic broke off and detached." Despite removal, there is a doubt on potential plastic piece left in the vein." There was no surgical or medical intervention required. The patient was sent to cardiology room for consultation. Another device was used. The patient's current condition is reported as "fine".

Event description:
It was reported that "during insertion of the swg throught the peel-away sheath, the blue pastic broke off and detached." Despite removal, there is a doubt on potential plastic piece left in the vein." There was no surgical or medical intervention required. The patient was sent to cardiology room for consultation. Another device was used. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image revealed that one of the tabs had completely separated from the extrusion. The customer also returned one peel away sheath for evaluation. Visual inspection of the peel-away sheath confirmed that one side of the peel away sheath extrusion was separated adjacent to the tab. Remains of the extrusion were still attached to the separated tab. One side of the sheath extrusion was peeled down the blue score lines. The score lines had a wavy appearance. The sheath body length from the tabs to the distal tip measured 2 7/8" , which is within the specification limits of 2 5/8" - 2 7/8" per peel-away product drawing. The outer diameter of the sheath measured 0.078" which is within the specification limits of 0.073" - 0.083" per the peel-away product drawing. Functional inspection could not be performed due to the condition of the returned sample. A device history record review was performed with multiple relevant findings. For material eb-01041-002 (extrusion), six non-conformances were initiated. The non-conformances were for functional defects related to the sheath tearing incorrectly. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The report of a broken peel away sheath tab in use was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath extrusion had separated directly adjacent to one tab. Remains of the extrusion were still attached to the separated tab. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further evaluate this issue. Teleflex will continue to monitor and trend for reports of this nature.